Event description:
It was reported to boston scientific corporation that, at the end of the procedure, it was observed that the "front four [basket wires]" were detached but had not fallen into the patient. It was reported that the patient's condition following the procedure was "stable."

Manufacturer narrative:
Note, h6: component code g07001 refers to the basket wires; note, result and conclusion codes reflect that the device was not available for return.